Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. One viper2 6mm self drilling tap was returned for evaluation. It was noted that the distal end of the tap had fractured. Scanning electron analysis was conducted on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the part. Results of scanning electron microscopy analysis show evidence of a quasi-static torsional shear failure that is extended around the center of the shaft. No material defects or other abnormalities were observed in this analysis. A review of the device history records found no issues were identified during the manufacturing and release of this instrument that could have contributed to the problem reported by the customer. As such, the product was released accomplishing all quality requirements. A twelve month complaint trend analysis was conducted and the device family had been reviewed as part of post market surveillance activities with no design actions required as a result. Further review will be performed and complaint trends will continue to be monitored as part of post market surveillance activities. The root cause for the fractured tip cannot be positively identified. However, there is evidence of a quasi-static torsional shear failure that is extended around the center of the shaft. No corrective action/preventive action is required at this point as there have been no issues identified in the manufacturing or release of this device. Therefore, this complaint will be closed with no further action required.

Event description:
International affiliate reports the neck of the viper self drilling tap broke during the operation. The broken portion remains in the patient's pedicle.